Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the foreign material found in the air/water tube and cylinder, other evaluation findings are as follows: the suction cylinder had no color; the mouthpiece was deformed; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide lens was cracked; and the coating of the universal cord was peeling. The customer reprocessed the device per the user's manual before sending the device for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope's air/water connection turned on the axis; it was impossible to connect the tube. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the air/water tube and air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-190 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.